Manufacturer narrative:
Concomitant product: 18770 7.0mm taperguard trachael tubex10 (lot#: 21g0282jzx) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the placement of percutaneous gastrostomy (peg), the patient had nasotracheal intubation using the device and was on controlled assisted ventilation. After intubation, it was noted that there were low-volume alarms on the respirator, and noticed that the plastic tip at the end of the probe was mismatched or unsoldered. The patient was already sedated and paralyzed with 40% desaturation. In view of this unusual mismatch, the intubation tube became pushed into the nose, entailing a vital risk for the patient because the patient was no longer ventilated. The probe was retrieved by deflating the balloon and using a magill forceps with difficulty. The probe was recovered after several minutes. The patient was able to ventilate thereafter. In a photo provided, the 15mm connector was disconnected from the tube.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the connector was not attached to the tube tip, and tip showed traces of being molded. It was reported that there was a connector separation issue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if shortening of the endotracheal tube by cutting is considered, the tube should be cut and the connector reinserted prior to intubation. Tubes with 15mm connectors that cannot be removed with reasonable manipulation are not suitable for cutting. Always assure the connector is firmly seated in both the tracheal tube and the breathing circuit to prevent disconnection during use. The 15mm connector is seated so that it can be removed with effort if pre-cutting of the tube is desired. Non-standard dimensioning of some connectors on ventilatory or anesthesia equipment may make secure mating with the tracheal tube 15mm connector difficult. Use only with equipment having standard 15mm connectors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the placement of percutaneous gastrostomy (peg), the patient had nasotracheal intubation using the device and was on controlled assisted ventilation. After intubation, it was noted that there were low-volume alarms on the respirator and noticed that the plastic tip at the end of the probe was mismatched or unsoldered. The patient was already sedated and paralyzed with 40% desaturation. In view of this unusual mismatch, the intubation tube became pushed into the nose, entailing a vital risk for the patient because the patient was no longer ventilated. The probe was retrieved by deflating the balloon and using a magill forceps with difficulty. The probe was recovered after several minutes. The patient was able to ventilate thereafter. In a photo provided, the 15mm connector was disconnected from the tube. It was also stated that there was an unused tube noticed that the plastic tip was not fully inserted while on the package.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there were low-volume alarms on the respirator and noticed that the plastic tip at the end of the probe was mismatched. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: test the cuff, pilot balloon and valve for integrity by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate cuff. After test inflation, completely evacuate the air. If shortening of the endotracheal tube by cutting is considered, the tube should be cut and the connector reinserted prior to intubation. Tubes with 15mm connectors that cannot be removed with reasonable manipulation are not suitable for cutting. (Always assure the connector is firmly seated in both the tracheal tube and the breathing circuit to prevent disconnection during use.) The 15mm connector is seated so that it can be removed with effort if pre-cutting of the tube is desired. Follow the suggested directions for use to evaluate the tube and connector for suitability if pre-cutting is considered. Always assure the connector is firmly seated in both the tracheal tube and the breathing circuit to prevent disconnection during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.